Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a 3.375g/50ml infusion of zosyn located in the micu was programmed to infuse at 12.5ml/h for 4 hours. However the rn noted the 50ml infusion bag had fully infused within 18 minutes. There was no patient harm.

Manufacturer narrative:
The customer reported that the system failed to boot up. Further onsite evaluation of the device determined that the system actually could boot up, but that the actual problem was the motorized motions of the c-arm were not working. There was no report of a death, serious injury or reportable malfunction related to this complaint. This is not a reportable event.